Event description:
It was reported that the patient trans-telephonic cardiac test showed variances in the magnet rate and the non-magnet rate of the atrial pace/ventricular pace. It was also noted that the interval atrial sense/ventricular sense interval was higher than the programmed settings. The battery voltage appeared to decrease quite a bit between the patient's last office visits including the trans-telephonic test. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the device was returned and analyzed. It was reported that the device met expected longevity with normal depletion.